Manufacturer narrative:
Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 1150. At this time, no information is available regarding whether or not the device had anything to do with the patient's passing.